Event description:
Information received indicates the left foot caster will not engage into brake.

Manufacturer narrative:
The technician found the cam pivot was broken from wear. The technician replaced the cam pivot to repair the bed.